Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and replaced the sample probe (list number 08c94-42) and syringe (list number 7-77650-02) due to normal wear. Subsequent instrument operations and test results were acceptable. Accuracy testing was performed with an in-house retained lot of the architect stat troponin-I assay, lot 22947un13. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. The customer contacted abbott to report that the ck assay results for this patient were elevated; however, the decision to perform the cardiac catheterization was made prior to obtaining a negative ck-mb assay result. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discreet sample and there is no indication of any troubleshooting performed by the customer with the suspect sample. No additional issues were identified.

Event description:
The customer reports a false positive architect stat troponin-I assay result for one patient generated on an architect i1000sr analyzer. An initial result of 0.243 ng/ml was generated on a patient transported to the hospital in an ambulance (during transport, the patient was administered brilique and aspirin). The customer uses a reference range of 0.00 to 0.028 ng/ml. The patient was admitted to the ICU where another sample taken approximately four and one-half hours later generated a result of 0.004 ng/ml. A cardiac catheterization was performed based on the initial architect value that did not find any signs of cardiac injury. On (B)(6) 2014 a plasma sample taken from this patient was tested and generated results of 0.003 and 0.005 ng/ml. The patient was discharged on (B)(6) 2014 and is doing fine. There is no further impact to patient management reported.